Event description:
Complainant alleged that while using known good multifunction cables during the incoming inspection of the product, the device displayed error message code "cable fault" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.